Event description:
It was reported that the pump was implanted in 1999 with the catheter positioned in the intrathecal space. Apparently, the patient was not receiving good pain relief, and it was discovered that the catheter had retracted from the intrathecal space back into the pump. The pump and catheter were explanted and replaced. There were no patient complications.